Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,bleeding with intercourse, urinary urgency and pain with completion of emptying of the bladder, small stitch removed from right angle of cuff, has mild dysuria - urine culture positive for e-coli and multiple organisms - urinalysis positive - urinary tract infection. Urinary tract infection, pain with urination, persistent urinary urgency, occasional incontinence, heavy feeling while she voids, bruised feeling in vaginal area - pelvic examination ¿ copious white thicker discharge seen in the vaginal vault ¿ urinalysis positive - bacterial vaginosis.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested but not yet rec'd. Product was used for therapeutic treatment.